Manufacturer narrative:
The distributor performed a checkout of the equipment and did not confirm the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation. There was no patient involvement.